Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples received. The investigation was not able to confirm what the customer had experience as there were no returned samples/pictures for evaluation. There was no quality notification was raised for the reported non ¿ conformance. H3 other text : see h.10.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte vialon e has been found deformed during use. The following has been provided by the initial reporter: when using on hcv patient, the catheter was burr.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte vialon e has been found deformed during use. The following has been provided by the initial reporter: when using on hcv patient, the catheter was burr.